Manufacturer narrative:
Date of report: 19jun2019. Date received by manufacturer: 13jun2019. The touch screen assembly was returned to the fi (failure investigation) lab for evaluation. Visual inspection of the touch screen assembly revealed no damage or contamination. An investigation was performed and the root cause was due to the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report date: 23jan2019. Date rec'd by MFR: 22jan2019. The manufacturer¿s international service technician confirmed the reported issue and replaced the defective touch screen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was unresponsive. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.